Event description:
It was reported that 4 bd insyte¿ autoguard¿ bc shielded IV catheters would not retract the needle after attempting the IV. The following information was provided by the initial reporter: "IV angio not retracting after an IV attempt.  Now that we are talking about it multiple nurses have come to me and said the same thing.  Just tried 3 different angios and all of them were the same.  I grabbed one from the same lot and sure enough it is not retracting when I attempt to push the button."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jan-2023. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one fully retracted 20ga x 1.16in. Insyte autoguard bc pro unit from number 2280024. One photo was also provided which displayed the label of three devices. The safety mechanism was deactivated, and a functional test revealed nothing remarkable. The needle retracted successfully when the safety mechanism was activated. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10

Event description:
It was reported that 4 bd insyte¿ autoguard¿ bc shielded IV catheters would not retract the needle after attempting the IV. The following information was provided by the initial reporter: "IV angio not retracting after an IV attempt.  Now that we are talking about it multiple nurses have come to me and said the same thing.  Xxxx just tried 3 different angios and all of them were the same.  I grabbed one from the same lot and sure enough it is not retracting when I attempt to push the button."